Event description:
The customer reported that during a routine check of the iabp, the display was jittering. No pt was involved.

Manufacturer narrative:
The company svc rep evaluated the unit and was unable to duplicate the event. The unit was found functioning, however, it was tested for on (1) month and the issue recurred. The comp rep replaced the coiled cable assembly (part #:0012-00-1422). In an unrelated repair the helium tank valve knob (part #:0366-00-0092) was also replaced. Performed functional tests and safety checks to factory specifications. The unit was released to the customer. The coiled cable assembly replaced was received by the manufacturing facility at (B)(4) and is on eval. A supplemental medwatch report will be submitted when add'l info becomes available. (B)(4).